Event description:
A customer reported that during a procedure, the footswitch was intermittently working. The case was completed by using the touchscreen. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).